Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the sagittal saw attachment device did not run and was making a clicking sound. It was further reported that the saw blade attachment device for pin drive had gone bad. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device wouldn¿t rotate and tension sleeve was worn out. It was noted housing and bearings worn; pin came loose and damaged internal components (planetary wheels and pinion cage). The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.